Manufacturer narrative:
Concomitant medical products: 6935m62 lead; 429888 lead, implanted: (B)(6)2017. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion. It was noted that the right ventricular (rv) lead and left ventricular (lv) lead impedance measurements were low. Reprogramming was done to increase battery longevity. The device, rv and lv leads remain in use. No patient complications have been reported as a result of this event.